Event description:
During a programming history database periodic review, high impedance was noticed on a system diagnostics test and a normal mode diagnostics test for this patient. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.